Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump suddenly stopped working with a little red cross and open book image on screen. The customer stated that they received a critical pump error image on the screen. The customer stated that they wore it in the shower. The customer stated that there is a small crack around the belt clip area. The customer was advised to place the pump in storage mode, remove the battery, press and hold the back button until the screen turns off. The customer stated that the pump would not go into storage mode. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
After battery installation, the pump gave a critical pump error due to a corroded electronic assembly. The pump was received with a crack at the back of the case on the battery tube area. The pump was received with minor scratches on the lcd window and case.